Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump pocket was revised; the specific date was not reported. The revision was to implant the pump deeper into the abdomen. Per the reporter, it has worked its way closer to the surface of the skin and was protruding. The pt felt that the pump was too big. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.